Event description:
It was reported that the patient exhibited increasing severe neck and shoulder pain. On (B)(6), a cervical block was performed, though it was no effective. It was stated that the event resolved without sequela on (B)(6) 2013, when the catheter was replaced. The device system was used to deliver sufenta, clonidine, and fentanyl. Six days later, it was reported that the patient developed cervical and shoulder pain because the catheter placement was not appropriate for the treatment of her condition. The etiology noted that the event was related the implant procedure and possibly related to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l80990, implanted: (B)(6) 2000, explanted: (B)(6) 2013. Product type: catheter. (B)(4).